Manufacturer narrative:
(B)(4).

Event description:
On 10/25 (year not reported), the patient experienced an overdose. On that date, the patient was found unconscious by her daughter and caretaker. The patient remembered going to bed "friday night." The patient was hospitalized until 10/28. The patient's blood pressure was high: 270/117. The patient had underlying cardiac issues. On 10/28, the patient was discharged from the ICU (intensive care unit) and was discharged home and not "stepped down" to another unit in the hospital prior to discharge to home. The patient's discharge diagnosis was "involuntary drug overdose." The patient was told she had "10 times the amount of dilaudid in my bloodstream" that she should. The hcp (healthcare professional) visited the patient in the hospital and turned "it" down. No other drugs were found in the bloodstream. The patient's pump was refilled in (B)(6) 2011 and clonidine was removed from the pump and filled with dilaudid and "another drug." The refill procedure "went as it normally does" per the reporter. As of 1/12/2011, the patient's status was "good." The patient was tired, but could not sleep and the patient did not feel well. The patient indented to visit the hcp the end of (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.